Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a loading unit attached. The loading unit was partially fired and its jaws were closed. There was no damage to the adapter. The blue unload button was in its home position. Functional testing found the blue unload button could not be fully depressed. The adapter was connected to gen2 acc lite. The strain gauge was unable to be evaluated with the reload still attached. The switch state was closed. There were no errors recorded in the adapter log. The adapter was attached to a handle running v29.1.3 software. The device went into emergency retract mode and the jaws of the reload opened up. The loading unit could then be removed without issues. The adapter was then connected to the portable a1 test fixture. The device was fired with a maximum firing force of 130 lbs. A loading unit was connected to the adapter and calibrated without issues. The loading unit could clamp and articulate without issues. The returned loading unit was connected to the returned adapter and was recognized as having 11 procedures remaining. The returned cartridge was loaded onto the loading unit but was not recognized. It was reported that the device initially fires, but failed to complete the firing cycle. Also, the jaws of the device remained closed on tissue after firing. The reported issue were confirmed. The most likely cause was not traced to the device. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g1, g3, h6 (imf code) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device partially fired and locked on tissue. To resolve the issue the surgeon had to manually pulled the device from the patient tissue using grasper, resulting to a bleeding and tissue damage. In addition the surgeon found out that there were malformed staples in the staple line. The user tried holding the green buttons, attaching an alternate powered handle and using a manual retraction too, but none of these resolve the issue. The surgeon used new handle, adapter and reload to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device partially fired and locked on tissue. To resolve the issue the surgeon had to manually pulled the device from the patient tissue using grasper, resulting to a bleeding and tissue damage. In addition the surgeon found out that there were malformed staples in the staple line. The surgeon used new handle, adapter and reload to complete the case.